Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion. Additionally, a bd alert was triggered by the device. Data was analyzed and boston scientific technical services confirmed the battery consumption was increasing in a gradual fashion. Recommendations to replace the device was advised. If an additional replacement window is desired, the healthcare professional will need to provide new data prior to the expiration of the window provided. As of today, no revision procedure has been scheduled. There were no adverse patient effects reported. The device remains in-service.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion. Additionally, a bd alert was triggered by the device. Data was analyzed and boston scientific technical services confirmed the battery consumption was increasing in a gradual fashion. Recommendations to replace the device was advised. If an additional replacement window is desired, the healthcare professional will need to provide new data prior to the expiration of the window provided. There were no adverse patient effects reported. The device remains in-service.